Event description:
On (B)(6)2023 a patient in spain underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6)2025, during a scheduled replacement of probes, a bezoar was observed on the tip of the intestinal tube and a decubitus ulcer was observed in the duodenum. The peg tube was replaced and the intestinal tube was removed to allow the ulcer to heal.

Manufacturer narrative:
Catalog number in d4 is the international list number which is similar to us list number of 062918. The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. Bezoar and ulcer are known complications of a peg- j tube placement. H6 code of e2402 was chosen to capture the event of bezoar. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.